Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure a non-recoverable fault 86. While technical support engineer (tse) was troubleshooting, hospital staff rebooted system. System came back up and patient side cart (psc) was still lit red, caller stated they had to use the instrument release kit (irk) earlier to remove instruments from psc, tse walked caller through a hard power cycle of the psc, system came back up normally with davinci is ready. Tse viewed logs and found error 86 pointing to intuitive surgical core power distribution (ipd) . The procedure was converted to laparoscopic surgery; there was no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the intuitive surgical core power distribution (ipd) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ipd was analyzed and the reported failure was confirmed and replicated. Visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. The core was installed and tested into a golden pca system where the component functioned as expected. System started up failed with error on ipd, side b 12v was out of range 2824 (2828 to 3456). Aba testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it perform without any error. As a result of these findings, failure analysis was able to conclude that the ipd on power tray was found to be the root cause of the reported failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the ipd.